Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to attach a new connector to the ilet, as it would not twist into place. After troubleshooting, a different connector was successfully attached and the supply change was completed. Blood glucose was not affected. No symptoms, external assistance, or medical intervention occurred.